Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). A livanova field service representative was dispatched onsite to investigate. The reported issue could not be reproduced and subsequent testing found no further issues. A serial read out of the pump memory was performed and made available to livanova (B)(4) for evaluation and the pump returned to service, but for the usage as vent pump to remove risk. Evaluation of the serial read out confirmed the reported issue. Several over occlusion messages were stored in the microcontroller. It was found that a alarm message was displayed on the main screen. If this warning will be ignored the reported error message occur. The reported issue was caused by the user by an over occluded s5 roller pump. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during priming. There was no patient involvement.